Event description:
Same case as MDR ID: 2134265-2013-07417 and 2134265-2013-07418. (B)(4) study. It was reported that the patient had chest discomfort. In (B)(6) 2013, the subject presented with unstable angina, myocardial infarction and underwent cardiac catheterization which revealed 2 target lesion. First target lesion was a de novo lesion located in the distal left circumflex (lcx) with 85% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The physician treated the first target lesion with direct stent placement using a 2.50 x 16 mm promus element plus stent with 0% residual stenosis. Second target lesion was a de novo lesion located in the mid left anterior descending (lad) artery with 80% stenosis and was 32 mm long with a reference vessel diameter of 3.0 mm. The physician treated the second target lesion with direct stent placement using a 3.00 x 28 mm & 3.00 x 16 mm promus element plus stents. Following post dilatation, residual stenosis was 0%. On the following day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented due to chest discomfort and was hospitalized on the same day. No further information available at this time.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the subject presented due to non cardiac chest pain. The following day, the event considered as resolved and the subject was discharged on the same day.